Event description:
It was reported that when using the bd pyxis¿ es server, the station was in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was in disconnected mode, online on remote smart service (rss). A technical support specialist (tss) had checked the server again to make sure the drive was still healthy. Tss found at that time, there was 20gb of free space on the e-drive. To fix the issue with the server backup, files had been moved temporarily to another folder on the d-drive to free up some space. Tss as suggested during our conversation, drive space could be added to the e-drive. Tss had applied the knowledge article ¿medstation es ¿ 1.7.x & 1.8 ¿ server running out of e drive space ¿ large dsserverreports backup folder¿. Tss added a job on the database that optimized the database backup and removed them once no longer needed. Tss confirmed working, and the backup was clearing up. The e-drive was at 23gb out of 100gb. The system functioned as intended after the technical support specialist troubleshot the device.